Event description:
Complainant alleged that during functional testing, the device's display was frozen and inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. The battery used at the time of the report was not returned as part of this evaluation. Analysis of reports of this type has not identified an increase in trend.